Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to remove air from cartridge or fill cartridge with insulin. Customer's blood glucose ranged from 320-400 mg/dl. Reportedly, a cartridge change was performed and insulin delivery was resumed.